Manufacturer narrative:
(B)(4).

Event description:
The patient reported that their implant was in their left hip and the stimulation was supposed to go across their waistline to the right hip, leg, right arm, and elbow but starting two days ago the stimulation was coming right above where the implant was in the left hip and up under their left ribcage. There was stimulation in undesired location. The patient checked their device with their patient programmer and they had tried to adjust and turn it up to get it across and could get a little bit but it hurt so bad coming across the other way. The health care professional (hcp) office had told them to call back on monday if the manufacturer did not resolve it. The change in therapy was considered sudden. Other relevant medical history includes spinal pain and cervical radiculopathy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.